Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. Sc-1110-02/(B)(4): the source of the complaint was not determined. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent, and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. Review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required functionality tests and revealed no anomalies. Sc-2218-50/(B)(4): visual/x-ray inspections and impedance measurement test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that after a non-invasive therapy the patient turned back on the stimulator and begun experiencing back spasms. It was also noted that the patient had rashes and metal allergy. The patient underwent an explant procedure. The patient was unsure if it was device or a non-invasive therapy related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that after a non-invasive therapy the patient turned back on the stimulator and begun experiencing back spasms. It was also noted that the patient had rashes and metal allergy. The patient underwent an explant procedure. The patient was unsure if it was device or a non-invasive therapy related.